Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and elevate were implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent revision and resection of mesh on (B)(6) 2013 along with vaginal skin advancement flaps, posterior site specific repair and cystoscopy by, due to exposure of vaginal mesh.

Manufacturer narrative:
It was reported that following insertion the patient experienced urine leakage, vaginal dryness, change in bladder habits, and change in urinary stream, incontinence, urgency and nocturia. (B)(4).

Event description:
It was reported that following insertion the patient experienced urine leakage, vaginal dryness, change in bladder habits, and change in urinary stream, incontinence, urgency and nocturia.

Manufacturer narrative:
(B)(4). The patient underwent the concurrent procedure of elevate posterior/ elevate anterior implantation due to stress urinary incontinence during mesh implantation. There were no complications with the elevate posterior/ elevate anterior which remains implanted inside the patient today. It was reported that the patient suffered persistent constipation immediately after the mesh was implanted. The patient claimed to have experienced discharge, infections, feeling like something was stabbing her internally, and bleeding (needed blood transfusion) which the patient reported in 2011. It was reported by the patient that due to the mesh problems the patient began seeing a doctor in 2011-2012 for depression. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pop, rectocele, cystocele, stress urinary incontinence. It was reported that patient underwent mesh excision/ removal on (B)(6) 2011 and on (B)(6) 2012 due to mesh exposure. It was reported that patient experienced discharge, infections, feeling like something was stabbing her internally, bleeding (needed blood transfusion), dyspareunia, and pain. (B)(4).